Event description:
It was reported that the insulin pump alarmed compromised force sensor system and motor error. Customer's blood glucose was 180 mg/dl. Customer stated that he has been having issues with cannula bending and to change it multiple times. Customer also reported he was getting a lot of scar tissue. Customer stated he would change it but the insulin pump alarmed motor error. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and occlusion tests. No motor error or other alarms noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. Unable to perform the excessive no delivery test due to a scratched display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube, and a missing end cap sticker.